Event description:
The suction irrigator battery pack was leaking battery fluid. It looked like saline was dripping through the battery chamber and washing battery corrosion through, it dripped onto the neptune. This leak was not noticed until we were closing. It did not look like corrosive fluid went into the patient, I did not notice any brown sediment or greenish liquid in the line that went into the patient.representative felt while the cause of the issue could be related to the battery, as it shows corrosion, there is also a lubricant in the battery compartment that may have leaked. The fluid did not appear to be in the tubing but was on the outside of the tubing.